Manufacturer narrative:
Date sent to the FDA: 2/18/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional h6 component code: g07002 device not returned. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? On what tissue was the suture used? Product lot number? What was the tissue condition, i.e, normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What instruments or needle holders were used in this procedure to handle the suture? What date did the patient present with dehiscence (# of post-op days)? When was the patient brought back to or (date/post-op days)? What tissue dehisced? Was there any precipitating stress factor for the wound dehiscence and suture breakage post-op? Where did the stratafix suture break (termination, middle, end)? Was the wound re-sutured? If yes, when and what was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Will product be returned? If yes, please provide a return date, tracking information? Trade name irgacare®. .active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient was brought back to the operating room with an open incision site to have a wound washout. The suture did not hold. It was broken and looked as if the barbs were worn off. Monitoring patient for any harm, none noted at this time. No additional information was provided.